Manufacturer narrative:
Review of the available programming and diagnostic history was performed.

Event description:
It was reported in the neurologist's clinic notes dated (B)(6) 2015 that the patient's vns battery was checked and read not near end of service. It was then reported in clinic notes dated (B)(6) 2015 that the patient's vns was unable to be interrogated and the battery was dead. Additional information was received that the manufacturer's sales representative performed troubleshooting on the neurologist's programming system and stated that all the components were functioning normally. The programming system was not plugged in while in use and there was no suspected electromagnetic interference. It was stated that the neurologist has had no further issues with the programming system and there is no suspected problem currently. The patient has been referred for generator replacement surgery but no known surgical interventions have occurred to date. Good faith attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the patient underwent generator replacement surgery on (B)(6) 2015. The pre-operative diagnostics revealed end of service = no. Thus, the patient's generator was able to be successfully interrogated. The explanting facility discarded the explanted device; therefore, no analysis can be performed.